Event description:
Customer reporting what they feel are 2 false negative sars results for their daughter. Customer states their daughter was symptomatic for two days and had two negative results in one day. Customer took daughter to urgent care (time between testing and urgent care unknown) and received a positive pcr test. Report 2 of 2

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: email.